Event description:
It was reported that"(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube and did not interfere with the surgical process."

Manufacturer narrative:
(B)(4). An actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. Based on outcome of test conducted, it is observed that the clear cuff unable to inflate and maintain the pressure while the blue cuff of the tube is able to inflate. The sample was then sent for water leak test and further observed using dino-lite camera to further view the leakage of the clear cuff. There are bubbles observed coming out from the clear cuff during the water leak test and upon checking with dino-lite camera it is observed there is cut mark on the clear cuff. The device history record for lot kme23a2756 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The exact root cause could not be determined at the manufacturing site. This is because the obvious defect of cuff leakage, which would be detected during functional testing, should have been identified during the 100% visual inspection and functional testing during the manufacturing timeline. Based on investigation, the defect mode on cuff leakage matches with complainant report. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed using dino-lite camera. A 100% water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The event may have resulted from external force or excessive physical force exerted on it, but the exact root cause remains undetermined.

Event description:
It was reported that " on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube and did not interfere with the surgical process."

Manufacturer narrative:
(B)(4).